Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, caps are popping off of an unspecified number of tubes resulting in sample leakage. As a result, sample was recollected. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-mar-2025. Investigation summary: bd received 10 samples for investigation. Upon inspection, the 10 returned samples showed no visible defects. A functional test conducted on these samples confirmed that all tubes were within specification limits, and there were no issues observed with the stopper function. Additionally, 100 retained samples were inspected and also showed no visible defects. A functional test on 10 retained samples confirmed that all tubes met specification limits with no issues observed in the stopper function. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, caps are popping off of an unspecified number of tubes resulting in sample leakage. As a result, sample was recollected. No adverse impact was reported regarding the patient or user.